Event description:
The arthroplasty was revised due to tibial loosening and pain. The components were implanted in situ for approx 1.5 y. The tibial insert component was revised. No activity level information was provided.

Manufacturer narrative:
It was noted that the device, medical records and x-rays would not be made available for evaluation. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The event reported in this report is a duplicate of the event reported in MFR report # 0002249697-2013-01137.

Event description:
The arthroplasty was revised due to tibial loosening and pain. The components were implanted in situ for ~ 1.5 y. The tibial insert component was revised. No activity level information was provided.